Manufacturer narrative:
Citation: fernandes p et al. Development of our tavi protocol for emergency initiation of cardiopulmonary bypass. Perfusion. 2015 jan;30(1):34-9. Doi: 10.1177/0267659114547754. Epub 2014 (B)(6). Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding development of a single center¿s transcatheter aortic valve implantation (tavi) protocol for emergency initiation of cardiopulmonary bypass. The study population included four patients, three of whom were implanted with a medtronic corevalve bioprosthetic valve. Case 2: an (B)(6) year-old male patient with previous coronary artery bypass graft, diabetes mellitus, emphysema, and severe aortic stenosis underwent implant of a medtronic corevalve (no serial number provided). Following successful deployment of the valve, hemodynamics were improved. During protamine sulfate administration the patient became hypotensive with severe right ventricular failure requiring cannulation of the ascending aorta and right femoral vein. After reperfusion of some time, an intra-aortic balloon pump was inserted, and the patient was weaned from cardiopulmonary bypass. Subsequently, a severe coagulopathy developed, requiring transfusion of blood products. Post-procedure the patient was transferred to the intensive care unit in critical condition where he continued to deteriorate with development of renal and hepatic failure. At two days post-procedure the patient died. No additional adverse patient effects or product performance issues were reported with this patient.